Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customers spouse reported via phone call that the customer got hospitalized due to low blood glucose around (B)(6) 2019 with blood glucose in the 20 mg/dl range at the time of the incident. The customer used food and was given intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The caller stated that the customer had a stimulator implanted because of a stomach issue and the customer is on dialysis. The caller also mentioned a high blood glucose issue. The insulin pump will not be returned for analysis.